Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade was broken at the base and the broken piece was returned. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by the isi clinical development engineer (cde). Cde confirmed a harmonic ace instrument with the blade missing. Cde was unable to visualize the missing blade or other fragments in the video clip. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This is a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted partial hepatectomy surgical procedure, the harmonic ace instrument tip was damaged. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage noted. The issue occurred approximately 40 minutes after the procedure began. Due to the damage, a fragment fell inside the patient. The entire fragment was retrieved using a laparoscopic instrument. No additional surgical procedure was required. There were no issues with the instrument functionality prior to the issue. There was no instrument collision nor collision with any other hard material during intraoperative use. The user completed the procedure using the backup instrument with no further issue reported. No known impact or patient consequence was reported.